Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician felt some resistance while advancing the cat8 through a non-penumbra sheath. The cat8 then became kinked after making about five passes, and therefore the cat8 was removed. The physician then completed the procedure using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.